Event description:
The reporter contacted animas on (B)(6) 2012 stating that the buttons were unresponsive. The reporter stated that the patient was being disconnected from the pump and placed on a back up plan because the issue made it difficult to program boluses. No further information was available at the time. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.